Event description:
It was reported that the asymptomatic patient presented in the operating room for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. The lead will be monitored. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.